Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion/clogging of the material at the a-rubber was confirmed. It could not be specified, what the foreign material was nor the root cause of the remaining foreign material. The foreign material possibly remained in the device, since the handling of the device (reprocessing) was deviated from the instruction manual, based on obtained information. It was confirmed, that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use, (IFU/cleaning/disinfection/sterilization). There was no report, that the device was used for procedure, while the event occurred. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): IFU states: that detection method in gif/cf-170 series, operation manual, chapter 3: preparation and inspection. IFU states: that preventive measure in gif/cf-170 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the distal end rubber had foreign objects, the flexibility adjustment ring was damaged, the switch box had a dent, the air water cylinder had no color, the suction cylinder had no color, the angle wire was worn causing play in the up down direction to be out of standards, the light guide lens has a crack, the connecting tube has a wrinkle, the electrical contact of the video connector has a scratch and the video connector case is damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the distal end rubber had foreign objects. There were no reports of patient involvement.